Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced chronic un-healing wound, lysis of adhesions, explantation of mesh and debridement. After the original procedure, additional surgeries were performed, including removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after the implant, the patient experienced chronic un-healing wound, adhesions, hernia recurrence, abscess, fistula, and chronic pain. Post-operative patient treatment included lysis of adhesions, explantation of mesh, revision surgery, exploration of chronic wound, drainage of wound, and debridement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced chronic un-healing wound, adhesions, hernia recurrence, abscess, fistula, chronic pain, granulation tissue, sinus tract, sinus cavity, bleeding. Post-operative patient treatment included lysis of adhesions, explantation of mesh, revision surgery, exploration of chronic wound, drainage of wound, debridement, diagnostic exploration, resection of mesh.

Manufacturer narrative:
Additional information: a4, b5, b7, g1, h6 (ime, imf codes, ime e2402: sinus tract, sinus cavity) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.